Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced an insulin occlusion alert on the ilet while using a contact detach infusion set and noted concern about meal announcing; the user later requested a full supply change and insulin delivery was successfully resumed, with blood glucose values referenced at 139 and later 184, consistent with lack of insulin effect until supplies were changed. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and insufficient information regarding a specific component malfunction, while the clinical course was consistent with lack of effect due to the occlusion that resolved after changing supplies. It was concluded, based on previously established findings for similar reports, that the cause was not established.